Manufacturer narrative:
(B)(4)

Event description:
The customer received a questionable result from coaguchek xs prof meter serial number (B)(4) when compared to the result from coaguchek xs plus meter serial number (B)(4). The customer used strips from the same vial for both tests. At 1:07 pm, the result from (B)(4) was 5.9 inr with a "c" displayed with the result. At 1:10 pm, the result from (B)(4) was 4.0 inr which they believed to be correct. At 1:37 pm, the result from the laboratory was 3.7 inr. The customer did not know what method was used. They reported out the result of 3.7 inr because their protocol is to report out the laboratory result. The patient was not adversely affected. The customer did not know if the same finger was used for each test. The patient was not suffering from an autoimmune disease and had no renal or liver insufficiency. The patient was not anemic, was not on heparin, and had no antiphospholipid antibodies. Patient¿s therapeutic range: 2.0-3.0 inr. The meter was requested to be returned for investigation. The strips were no longer available for return.

Manufacturer narrative:
The two returned meters were measured with masterlot strips in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.6 inr and 3.1 inr. Donor hct: 48% and 52%. Testing results: the results were identical for the two meters. Donor 1: masterlot / customer meter and masterlot 2.6 inr/ 2.6 inr. Donor 2: masterlot / customer meter and masterlot 3.2 inr/ 3.1 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. Relevant retention test strips (lot 124153) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.